Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new ra lead with a different model was placed. No additional adverse patient effects were reported. Additional information indicated that this ra lead exhibited lead fracture.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new ra lead with a different model was placed. No additional adverse patient effects were reported.